Event description:
During programming with the pt supine in bed, there were 19 consecutive av sequential paces at the maximum pacing rate. She was programming from ventricular unipolar at 2.7v to bipolar at 5.5v. Nurse to fed ex programmer/ECG strips.